Event description:
Patient with diagnosis of menorrhagia was to have a hydrothermal ablation. As the balloon was being filled with d5w in utero according to the manufacturer's specifications, the balloon detached itself from the probe and ruptured. The balloon was removed intact.====================== health professional's impression======================did not have an impression as to what caused the balloon to rupture.